Manufacturer narrative:
Medwatch sent to the FDA on 06/02/2016. Seroma and rupture were initially submitted to the FDA via 410 psr on 01/21/2016. Device was found to be intact. Rupture did not occur. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Physician has confirmed the device will not be returned. Physician has not responded to follow-up attempts for completion of alcl questionnaire and pathology reports. Device history review: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report was verified and there was not any scrap related with reported event, only one device was scrapped. In addition, DHR for shell runs number 10008414 and 10008555 did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling: "lymphoma, including anaplastic large t-cell lymphoma (alcl) ¿ information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist."

Event description:
Health professional reported that the "patient suffered size increase of reconstructed right breast" approximately three years and four months after implantation. The size increase was "compatible with seroma." "Conservative treatment was initiated, consisting of antibiotic therapy, corticosteroids and the patient was advised to rest the right arm." "It is punctured twice to perform histological analysis of germinal cell. The results determined atypical cells. For this reason the device was explanted and a complete capsulectomy was made to the patient." "The pathology report on the capsule was positive for alk-negative anaplastic large cell lymphoma (alcl) associated with breast implants." As cd30 results have not been provided, this case is currently a suspected-alcl and is captured as lymphoma. The patient's "condition progressed favourably."